Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem comp #2r-cem; cat# 5515-f-202; lot# ef7xm, triathlon asym patella a32x10; cat# 5551-l-320; lot# lej514, triathlon fix. Peg 2 per pk; cat# 5575-x-000; lot# aa48b. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There has been one other event for the lot referenced. There has been one other event for the sterile lot referenced.

Event description:
Patient has history of bilateral staged revision for infection in 2015. Patient underwent one-stage exchange and re-implantation of left knee on (B)(6) 2016. Subject did not want to undergo a 2 stage exchange.